Manufacturer narrative:
(B)(4). Evaluation summary: a review of the lot history record for the reported lot revealed no nonconformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device did confirm the reported device issue. A review of related records and investigations of the finished good and subassembly lots identified nothing in the manufacturing process that potentially contributed to the reported device issue for this lot. Other possible root causes for sidearm leaks are non-completion of the sidearm torque, damage during removal from packaging at the account, or damage while handling during preparation. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during a procedure of the circumflex artery, the xience v stent delivery system (sds) was delivered and successfully deployed, however, during the inflation attempt at an unspecified atmosphere, a leak was noted around the catheter hub connection to the shaft. The device was inflated and deflated without issue. There was no report of an issue during initial device preparation for use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.